Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient dislocated total hip that was done (B)(6) 2016. Patient had a traumatic fall and dislocated and cup shifted vertically.

Manufacturer narrative:
An event regarding trauma involving an trident shell was reported. The event was confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "no patient demographics, no clinical or past medical history, no operative reports, and no examination of the explanted components are available. After a ¿traumatic fall¿ a recently placed cup seated on bone graft medially loosened before bone ingrowth could occur. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation.." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: based on provided medical assesment it is concluded that a traumatic fall resulted in medial loosening of a recently placed cup seated on bone graft before bone ingrowth could occur. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation. No further investigation for this event is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient dislocated total hip that was done (B)(6) 2016. Patient had a traumatic fall and dislocated and cup shifted vertically.